Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6), product type: catheter. . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine, 7mg/ml at 1.4508mg/day and bupivacaine 15mg/ml at 3.109mg/day via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. It was reported that the patient complained of increased pain over the past year. The patient also stated that at the last refill there was a lot more drug aspirated from the pump than what was supposed to be in the pump. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was a dye study on (B)(6) and they were unable to aspirate the catheter. There were no actions or interventions taken as the patient was to follow up with the physician. The issue was not resolved at the time of the report. The patient status was noted as alive, no injury and no further patient complications were reported.